Manufacturer narrative:
This report was originally submitted under 1822565-2013-01029. Evaluation summary: the complete primary surgical notes were not provided. From the portion that was provided they were unremarkable. Cause cannot be definitively determined. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised in 2012 due to extensive necrotic tissue and possible alval. Corrosion was noted on the trunion. A new liner and head were placed.